Event description:
The patient felt stimulation in the wrong location and she was charging more than expected. She used to charge every 2.5 weeks and now it is every 1.5 weeks. It took 12 hours to charge even with 8 boxes full. The amplitude had been decreased and the device had not been reprogrammed in some time. No short or open circuit was discovered though there had been a previous power-on-reset condition. The estimated recharge interval was 5-7 days. The device was replaced. Following replacement the recharge duration decreased drastically to 3 hours. The patient was happy with the result.

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.